Event description:
The following was reported to hamiton medical ag: self test failed and buzzer defective alarm start ventilation not highlighted. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).